Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient could not charge the implant. It was telling patient no device found. The issue started like a week ago. Pt then was busy and now the controller was unresponsive and did not turn on at all. Instructed pt to take the battery out and plug the controller in the wall. The controller powered on. Pt put the battery in and there was no light on the controller. Pt reinserted the battery but it was still not charging. Pt confirmed the ac power supply had the green light. Pt saw no damage. An email was sent to repair to replace the battery pack. Reviewed once pt gets the battery pack, pt needs to charge it from the wall and then plug in the recharger and press recharge. Reviewed pt might need to go through passive recharge mode. Pt mentioned they need to have an MRI of the brain. Reviewed ins needs to be at least at 20% to go into MRI mode. Patient said 2 hcps want them to have an MRI of the brain. Their ent hcp wants to see if patient had a benign tumor in the back of the head that made patient have ringing ears. Also, their pcp wants MRI of the brain because pt had been getting some weird things going on at night, like pt was totally drunk even though pt had no had anything to drink or any weird medicine. It was so bad that pt could not even sit up. But it did not happen every night. Pt also mentioned their ins was in the neck area. They wanted to put a 2nd ins in the lower back. They told the pt the criteria for being eligible for the 2nd ins is to have a failed back surgery. Pt asked what criteria does the device have.  Pt also mentioned hcp had been giving pt epidural steroid shots, they help but they only last for 3 months and it required anesthesia and it was a 'pain in the ass'. Pt said the ins was pt provided a new hcp's name. Emailed prs.